Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenoid component fixation failed when using bone graft underneath the glenoid baseplate. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Report source foreign: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported four glenoid components failed when using the bone graft underneath the glenoid baseplate. No further information has been made available at this time.